Event description:
It was reported the programmer has a broken screen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event; broken display overlay. Further bench testing revealed a broken lower hinge plate and a broken lower display hinge.